Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during test the oxygen (o2) sensor in a ht70 ventilator failed calibration. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) sensor in a ht70 ventilator failed calibration. Although requested, patient involvement is unknown.